Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable low ion selective electrode (ise) sodium results. The patient samples were repeated on another analyzer. Data were provided for eight patient samples. The data are the initial result followed by the repeat result. Patient 1: 127 mmol/l, 134 mmol/l. Patient 2: 130 mmol/l, 138 mmol/l. Patient 3: 123 mmol/l, 130 mmol/l. Patient 4: 132 mmol/l, 142 mmol/l. Patient 5: 130 mmol/l, 137 mmol/l. Patient 6: 130 mmol/l, 137 mmol/l. Patient 7: 128 mmol/l, 135 mmol/l. Patient 8: 125 mmol/l, 141 mmol/l. All of the initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The sodium electrode lot number and expiration date were requested but not provided. The customer changed the internal standard, diluent, all electrodes and tubings. She ran conditioning samples and an ise check 20 times which was acceptable. When finishing up the daily maintenance, she received a low pressure in vacuum tank alarm. She performed a photometer check and an ise reagent prime and there were no alarms. The customer performed calibration which failed. The field service representative found there was a vacuum/pressure failure due to a clog in the vacuum line. He cleaned vacuum line and a valve. He ran ise checks, ise precision, calibration, and qc. The precision and qc were within acceptable ranges.